Manufacturer narrative:
Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported the luer extension tube of the cool flex ablation catheter broke free from the proximal end of the catheter handle 10 minutes into an ablation procedure. There were no consequences to the pt.